Event description:
Boston scientific received a patient verification form stating the patient passed away two days after the pacemaker implant procedure. It was noted the patient's blood pressure could not be controlled.

Manufacturer narrative:
The investigation is ongoing, pending additional information from the field representative.